Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving a no delivery alarm while asleep. Customer was able to resolve no delivery with a complete set change. Customer's blood glucose was 439 mg/dl which was treated with insulin pump. Customer was advised on how to prevent bending and straining infusion tube.